Event description:
In 2003 catheter was removed. Upon removal the catheter broke, the pt had to go to surgery to have the remaining catheter segment removed. The catheter has been in place since 1998 or 1999.